Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the primus ie performed a warmstart during automatic ventilation. The screen turned white and subsequently various error messages were posted. Automatic ventilation was no longer possible and the patient had to be ventilated manually. There was no injury reported.

Manufacturer narrative:
The impression developed by first log file evaluation was pointing to a malfunction of the pcb that controls display and user interface. The pcb was replaced, consequently. The workstation was tested afterwards and found fully functional. The replaced pcb had been tested in the manufacturer's lab, embedded in the periphery of a special test device. The device was performing the system boot-up in an infinite loop, proper function could not be established. The flash memory was re-programmed with the device firmware which rectified the problem - the device was booting-up properly afterwards and passed a 16 days endurance run with varying parameter sets without exhibiting new non-conformities. It was later disclosed by the user facility that the device was used during the course of event in the vicinity of a roentgenotherapy device and thus, certainly exposed to gamma radiation this kind of electromagnetic emission is highly energetic and, it is known that it may compromise the content of flash memories and similar programmable circuits. Dräger finally concludes that the reported device malfunction was caused by operating the device in the vicinity of a source of highly energetic electromagnetic radiation. The memory content of a processor system was compromised due to exposure to gamma radiation. The device has responded as designed with a shut-down of automatic ventilation. Manual ventilation with the built-in breathing bag remains possible in this state.

Event description:
Please refer to initial MFR. Report.